Event description:
It was reported that approximately eleven month post promus stenting procedure in the proximal-mid left anterior descending artery, the patient was hospitalized with frequent episodes of chest pain/pressure with little exertion, diaphoresis and shortness of breath. On (B)(6) 2011, the patient underwent cardiac catheterization which revealed an 80% stenosis in the mid distal left anterior descending artery, a 70% stenosis in the ostial diagonal artery, a 100% mid right coronary artery chronic total occlusion and in-stent restenosis in the distal left anterior descending artery, non-abbott stent. On (B)(6) 2011, the patient underwent coronary artery bypass graft of three vessels and was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The reported myocardial infarction and ischemia are listed in the instructions for use as known adverse events associated with coronary stenting.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the patient experienced recurrent ischemic symptoms lasting 10 minutes or more, new EKG changes and a myocardial infarction. There was no additional information provided.